Event description:
It was reported that a brake malfunction occurred. The severely calcified target lesion was located in the coronary artery. A 2.25mm rotalink plus was selected for use. During the procedure, it was noted that the brake defeat button of the rotablator was not pressed; however, the wire came off. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a brake malfunction occurred. The severely calcified target lesion was located in the coronary artery. A 2.25mm rotalink plus was selected for use. During the procedure, it was noted that the brake defeat button of the rotablator was not pressed; however, the wire came off. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. Numerous kinks were noted on the sheath. Functional testing was done using a test rotawire which was inserted into the device and was clipped in place using a test wire clip. The advancer was connected to the rotablator control console system to perform the brake test. There were no abnormal noises or leaks and the device did not run and was not able to get any speed. The advancer was dismantled and the ultem was observed to be melted and the turbine was corroded. There was no visible damage to the brake. Inspection of the remainder of the device presented no other damage or irregularities.